Manufacturer narrative:
(B)(4). Final analysis: final analysis showed the following: model # 37711 lot/serial# - (B)(4) - testing of the output ranges determined the ins was functioning normally, good stable output was observed on each electrode pair. Model # 37083 lot/serial# - (B)(4), (B)(4) - electrical testing determined that continuity was acceptable and the extension was functional. Model # 3998 lot/serial# - (B)(4) - analysis determined that suture impressions indicate that one titan anchor was on the #0-3 leg of the lead at 6.8 to 7.8cm from the distal end and another titan anchor was on the #4-7 leg of the lead 6.5 to 7.5cm from the distal end of the lead. The lead was ok but cut through (suspected explant damage). Model # titan anchor lot/serial# -unk. Analysis determined that the anchor was separated. Model # titan anchor lot/serial# -unk. Analysis determined that the anchor was normal.

Event description:
It was reported that the device was explanted. The health care professional was contacted but was no longer following this patient. Additional information has been requested, a follow-up report will be sent if additional information becomes available.